Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the speaker assembly and cpu pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
A pcba, cpu assembly and speaker assembly was returned for analysis. Visual inspection of the assembly showed no anomalies. Failure investigation (fi) was performed, and the customer¿s complaint was verified. High impedance of speaker caused post to fail. The root cause is failure of the speaker due to high resistance. No blower errors were encountered during testing.

Manufacturer narrative:
Date of report: 02jun2021. There was no patient involvement.

Event description:
The customer reported primary alarm failed. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on patient.